Event description:
Customer reports low blood symptoms with blood glucose result of 338 mg/dl taken at 02:45 on the advantage system; she was able to self treat with graham crackers, and then blacked out. Paramedics were called, and result on their meter was 109 mg/dl at 03:00. One hour later, result on hospital meter was 109 mg/dl at 03:00. One hour later, result on hospital meter was 139 mg/dl, and 15 minutes later result on customer's meter was 278 mg/dl. Customer was treated for low blood glucose at the hospital (treatment unknown). Strips are not stored in vial (per product labeling, it is advised to store test strips in original container with the cap on, otherwise strips can get damp and may give a wrong result). Requested return of suspect device and replacement was sent.